Manufacturer narrative:
Upon receipt, the pacemaker was interrogated and the memory content was analyzed. The battery status was found to be larger than 95%. The memory content revealed the detection of several loss of capture episodes as well as two detected bipolar rv lead failures on october 01, 2025. The header of the device was analyzed. The set screws could be easily screwed in and out, there was no foreign material inside the header bores. All dimensions of the header bores were within the range requested by the standard specifications. Also the spring elements of the pacemaker did not show any deviations. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. There was no indication of a device malfunction. An additional long-term pacing test was initiated. During the test, each pacing pulse was recorded. The evaluation of these pacing pulses documented regular device behavior. There was no intermittent or permanent loss of output. In conclusion, the device is fully functional. The analysis did not show any deviations from the technical specifications. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
This system was explanted after two failed rv lead revisions. The first revision was hours after pocket was closed for implant, due to rv lead impedance greater than 2500 ohms and loc. The cause of issues was uncertain but when the rv pin was removed and set screw re-set the system worked perfectly. The rv lead was repositioned the next day, due to loc again and possible micro-dislodgement (although not visible). On (B)(6) 2025 there was loc again and, after consideration of leadless pm implant, the entire system was explanted for a fresh start and replaced with a new system. It is unknown if issues were due to pm header or a possible kink of bipolar ring of rv lead or possible necrotic heart tissue since numbers were perfect each time pocket was closed. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.